Event description:
On (B)(6) 2010, patient reported her infusion tubing came off when the infusion device was in use. Patient stated the tubing came off or became separated from where it attaches to the infusion adapter. Patient reported the tubing did not break off. Patient stated there was no insulin that spilled out or leaked from the system. Patient reported she securely reattached the tubing back onto the infusion adapter. She stated there was no interruption in the delivery of her insulin. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.